Event description:
On (B)(6) 2010, pt reported he just completed the change the cartridge function and can't remember how to put the infusion device back in the run mode. Attempted to verify the pt has the stop sign on his infusion device, but he stated he was unable to see anything on the screen besides a "smudge" on the left side. Pt stated at the beginning of the call that something was wrong with his screen. Had the pt press the menu key once and the check key to place the infusion device in the run mode. Pt reported he can only see .1 on the screen. Pt stated the top of the number 1 is missing. Pt stated he also does not see anything to the left of the .1; he does not see a zero or a one. Pt reported his basal rate should display 1.1. He also stated he can see the u/h to the right of the .1, but the top have of the u/h is also missing. Pt reported he does not have the time displayed at the top of the infusion device. He also states there is a smudge on the left side of the infusion device that extends from the top to the bottom of the device. Pt reported it looks like an eraser mark. Pt stated there is no damage to the display screen. Advised pt to discontinue use of the infusion device since the display is incomplete. Pt reported he does not have a backup therapy plan. Advised pt to contact his doctor to see if there is someone on call and speak to them about a backup plan. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.